Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws: 2.7 mm cortex/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Photo investigation: the device was not returned. A photo-investigation was performed on the images/radiographs received. Upon inspecting the images/radiographs provided, no product issues/defects were identified. The root cause for the reported event cannot be determined from the available information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition is not being confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: a DHR review could not be performed as the device part and lot number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, the patient underwent removal of titanium locking compression plate (lcp) superior clavicle plate, six (6) unknown cortex screws, and one (1) unknown cancellous screw due to nonunion. The patient outcome was unknown. This complaint involves eight (8) devices. This report is for one (1) unk - screws: 3.5 mm cortex. This is report 5 of 8 for complaint (B)(4).